Event description:
It was reported that the patients implantable pulse generator (ipg) took longer to charge and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.